Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient (weight) information. Further information was requested but not received.

Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted and replaced to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient experienced ineffective/loss of therapy. Imaging result revealed that the lead had migrated. Additionally, the lead is disconnected from the ipg header. As such, surgical intervention may take place at a later date to address the issue.